Manufacturer narrative:
Product analysis : visual and optical review suggests the cement may have filled the opening between cannula and bfd (bone filler device). When the cement makes contact with the warm body of the patient, it will begin to set quickly. The cement may not have been tamped down after cement delivery. Continuously tamping the cement down with the plunger may prevent this type of event from occurring.

Event description:
It was reported that during a kyphoplasty procedure at l5, a small piece of cement become lodged on the tip of the working canula, making it difficult to remove from the 1 cm incision. The surgeon had to increase the incision in order to remove the cannula from the patient. No other complications were reported.

Manufacturer narrative:
(B)(4).